Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was shattered; cause was unknown. The pump touch screen became intermittently unresponsive due to the shattered screen. There was no adverse impact to customer's blood glucose. Reportedly, customer continued to use current pump for insulin therapy and has manual injections available if needed.